Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped using the ipg approximately over 2 years ago due to no longer having pain. The patient¿s pain returned and when attempted to turn on the ipg it was not functioning. The patient hadn't charged ipg in approximately 2 years. Ipg was not confirmed inoperable at pre-op due to patient not having external equipment. As a result, the ipg was replaced. Therapy was confirmed.